Event description:
This is the first report of four reports during the same surgery on the same patient, this report concerns the vu-apod spin plate 12mm 35x27mm (product ID (B)(4)). It was reported during a l5-s1 anterior lumbar interbody fusion (alif) surgery the cage was equipped with a spin plate ((B)(4)). The cage was attached to the apod prime zero degree inserter and the surgeon used a mallet to tamp the cage into the disc space. The cage was implanted to the desired depth and the surgeon removed the inserter. He then went to engage the spin plate and had difficulty mating the t-handle instrument ((B)(4)) that turns the spin plate with the spin plate. (The mating area is a rectangle cut-out into which the tip of the instrument fits). The surgeon tried several times to turn the spin plate unsuccessfully. This effort took about 7 minutes. The surgeon also had to take 2 additional images under fluoroscopy because of this malfunction. He removed the spin plate from the cage. This required removing the implant. In reconnecting the inserter, the surgeon discovered that a piece of the cage had sheared off. The broken piece did not interfere with reconnecting the inserter to the cage. The cage and piece of implant were removed without any issues. The surgeon then implanted a second cage without the spin plate and without any reported issues. The delay in surgery time was 10 to 12 minutes. There was no adverse consequence to the patient reported.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.